Event description:
The patient stated the cuff was very tight and that her arm hurt for a few days after taking the blood pressure reading.

Manufacturer narrative:
The patient stated the blood pressure cuff was too tight and caused pain.